Event description:
It was reported that the user experienced continuous low blood glucose while using the ilet system, acknowledged device low and urgent low alerts, self-treated with oral glucose tablets and candy, and requested additional training. Symptoms included shakiness. Outcomes included self-management without professional medical intervention or hospitalization, and assistance provided by another person out of kindness. Investigation included troubleshooting and education with the user. Investigation of this case revealed an unclear cause of hypoglycemia with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.